Event description:
It was reported "cvc placement without complications with single ultrasound guided vascular puncture, after successful advancing of the guidewire, the puncture needle broke off from the cone while withdrawing the needle. No pneumothorax - puncture of the internal jugular vein on the right side, needle could be removed completely, guide wire was already in the vessel. No contact with disinfectant during preparation for catheter placement, before the catheter is placed, and during the catheter placement. First wipe, then spray again and let dry, before covering and catheter placement - disinfectant octiderm fa. Schulke. Sterile gel is used in accordance with the safety notice." Additional information recevied clarified the needle hub broke during puncture of the right jugular vein. There was no harm to the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn# (B)(4). The customer provided one image showing the defective 18ga introducer needle. Visual analysis revealed that the needle hub was indeed separated. The customer returned one 18ga introducer needle for analysis. Signs of use in the form of biological material were observed inside the needle hub. Visual analysis revealed that the introducer needle was separated. Despite this, a portion of the needle hub was still molded to the proximal end of the needle cannula. Functional inspection was not able to be performed due to the damage to the needle hub. A device history record review was performed with no relevant findings. The report of a separated needle hub was confirmed by complaint investigation of the returned sample. Visual examination revealed the needle hub was separated. A device history record review was performed , and no relevant findings were identified. Based on the sample provided, design likely caused or contributed to this event. A CAPA was opened to further investigate this issue. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "cvc placement without complications with single ultrasound guided vascular puncture, after successful advancing of the guidewire, the puncture needle broke off from the cone while withdrawing the needle. No pneumothorax - puncture of the internal jugular vein on the right side, needle could be removed completely, guide wire was already in the vessel. No contact with disinfectant during preparation for catheter placement, before the catheter is placed, and during the catheter placement. First wipe, then spray again and let dry, before covering and catheter placement - disinfectant octiderm fa. Schulke. Sterile gel is used in accordance with the safety notice." Additional information recevied clarified the needle hub broke during puncture of the right jugular vein. There was no harm to the patient.